Manufacturer narrative:
Eval: this event is still under investigation.

Event description:
In 2008, a male underwent initial aaa repair. A confirmatory angiography revealed suspected type I endoleak. Another MFR's stent implanted in the proximal neck. The existence of the endoleak was still confirmed. From this situation, the physician suspected a type iii endoleak on contralateral junction and another stent was implanted. The suspected endoleak was resolved. Reflux leakage from the arteria lumbalis remained. But the physician elected to observe the leak.